Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could confirm the reported phenomenon. There was deterioration, significant peeling, and cracking at the bending section rubber adhesive. Adhere around the ccd lenses was deteriorated. Distal end and the universal cord had defects and leakage. The plug unit master and slave were cracked. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to applying physical or chemical stress. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the distal end had leakage. There was a possibility that a part of the distal end fell off. The user has used the device 25 times using since the last repair. Olympus inquired to the user facility about this phenomenon and found that the user facility has been reprocessed the device with an inappropriate process. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.